Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, battery testing, service history and review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged safety slide clamp was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the clamp was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp assembly. No additional information is available.